Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported an unresolved "xdcr fault" alarm on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
As a resolution, a vyaire field service representative (fsr) went on-site to evaluate the suspected device and found the most likely cause is the main pcb. The fsr ordered and installed the replacement main pcb to complete service visit. Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to pt801 has failed. This issue will be internally investigated within vyaire.